Event description:
It was reported during a ptca/stent procedure, a leak was observed in the stent delivery balloon. The stent delivery system was removed from the pt; however, the stent remained in the left main. The stent was removed from the left main, but was unable to be removed from the femoral artery. Pt was taken to surgery for removal of stent.